Event description:
Device 1 of 3. Reference MFR report: 1627487-2015-10071, reference MFR report: 1627487-2015-10072. It was reported programming was unable to prove stimulation during post operative programming after the ipg was replaced on (B)(6) 2015 (reference MFR report 1627487-2015-05130). X-rays were taken and determined both leads are pulled out of the ipg header. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
UDI (di): (B)(4).sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2015-10071. Reference MFR report: 1627487-2015-10072. Follow up information identified the patient underwent surgical intervention where his leads were replaced with new ones. The physician noted contact 1 was missing on both leads and a piece of wire was sticking out at the tip. Lead diagnostics showed high impedances. The patient is now receiving effective stimulation.